Event description:
The fabric was used as a carotid patch. The doctor states that the patch "oozed" blood (quantity unk, but stated by the doctor as a small amount). The patch became blood tight on its own after a few minutes. The patch was left in. The pt's condition is ok.